Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including infection, have been associated with use of this device. All vad patients face risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from (B)(6) by medical staff that a patient had a small hole in the skin at the level of the xiphoid related to the sternotomy for the vad implantation. The patient is reported to still be in the "clinic" and was diagnosed to have a (B)(6); this was treated with IV medical therapy. It is reported that the patient is doing well and the "hole" is slowly decreasing. No additional information was reported.